Manufacturer narrative:
The information related to hospitalization date was not included in previous report. The information has been provided in this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized on (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' father reported via phone call that they were hospitalized for diabetic ketoacidosis on unknown date. Blood glucose reading was unknown. The customer alleging that high blood glucose due to insulin pump. Customer declined to troubleshoot for high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.